Manufacturer narrative:
Inconclusive - investigation is in progress. Sample has been sent to manufacturing site. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It is reported that the customer had a bd ultra fine pen needle break off in her stomach. The customer's physician ordered an x-ray to ensure that none of the needle remained in her stomach.